Event description:
The customer received a blood glucose reading of 427mg/dl on the breeze2, re-tested on a different meter and the reading was 197mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse event was alleged.the customer was advised to return the test strips for evaluation.replacement test strips were sent to the customer.

Manufacturer narrative:
The initial reporter address was not provided.